Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1jfsa, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient called support link as they were concerned that a lead had moved or was disconnected as the stimulation had shifted. The patient then called patient services and reported placing a straight catheter 6 weeks ago when heard a pop. They had been experiencing awful vaginal pain and in left buttock after urinating. The pt was unsure if the wire was maybe affected. Patient services walked the pt through turning therapy off. The pt will leave therapy turned off for a day and follow-up with hcp to discuss issues further.